Event description:
It was reported that during follow up, the surgeon noticed on fluoro imaging that two pelvic screws had fractured.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The anterior-posterior fluoro image which was provided shows that the iliac screws have fractured bilaterally at the neck of the screw. An additional superior iliac screw on the left side remains intact. The implants were not available for evaluation as they remain in the patient. It's possible overload of the implants by cyclic patient loading or an unreported traumatic event, unknown intraoperative conditions which may have introduced a notch or stress concentration on the neck of the screw, or patient factors such as an infection adjacent to the broken implant may have contributed to the observed breakage. Without evaluating the physical devices, the exact cause of the reported issue cannot be determined. The following sections have been updated. B4, e1, h2, h6, h10.